Event description:
Report received from (B)(6) stating that the device had a damaged hose. The device was not being used in surgery. It is unk if injury or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hose damage" (excluding rupture) was confirmed. During the pre-repair diagnostic assessment the device was found to have "hose severed." If add'l info is received, a supplemental report will be sent. (B)(4).